Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that the spinal cord stimulator (scs) was not working on the left side of the patient¿s neck. The patient was 6 weeks post-operative and was at the ¿pm¿ the day of the report with the manufacturer representative (rep). The patient was having lots of muscle spasms so went in for shots in their neck and shoulders to relieve some of the tightening. The patient knew that the paddle hadn¿t scarred in all the way. After x-rays, they could tell that the paddle hadn¿t moved out of position so that wasn¿t the problem. The rep told the patient that all of the electrodes were firing from what the rep could tell. The rep thought maybe a revision could be done to move it a little left. The patient was thinking that if it were firing on that side the patient should be able to feel something even if it spilled over to their right side a little when it was cranked up all the way. The rep wasn¿t sure if that was even an option because there was so little space to begin with. The patient was seeing their healthcare provider (hcp) in 2 weeks after the report and would get their opinion. The patient noted that obviously it wasn¿t working and thought they had faulty equipment.